Event description:
It was reported that the 9800 system had poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The image processor and video controller boards were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.